Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the device was explanted under general anesthesia on (B)(6) 2025, due to balance issue and MRI requirement. Reimplantation is planned but had not taken place at the time of this report.